Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that when customer tried to connect the l-connector to the infusion bag, the tip broke off during use.